Event description:
Additional information obtained from the field representative indicates that the physician was not able to remove the lead. This ra lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing. Re-programming was done. Then, chest x-ray was taken and it was confirmed that this ra lead was dislodged. The patient was already scheduled for lead revision. At the moment, this ra lead still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.